Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for damage to the plunger stopper with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to damage to the plunger stopper was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for damage to the plunger stopper with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and similar damage was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that bd preset¿ arterial blood collection syringe had a deformed plunger and stopper. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete.

Event description:
It was reported that bd preset¿ arterial blood collection syringe had a deformed plunger and stopper. No serious injury or medical intervention was reported.